Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, no contrast was used for radiography due to chronic kidney disease. Due to the low lca ostium height, the left coronary artery (lca) was protected with a wire and balloon catheter. A 26mm sapien 3 valve was deployed with 0.5ml led than nominal volume. When all of the contrast in the inflation device was injected, the commander delivery system balloon ruptured. The valve appeared to be fully expanded and in a final 80:20 aortic/ventricular (a/v) position as intended. Since no paravalvular leak (pvl) was observed, post dilation of the valve was not performed. The delivery system was withdrawn without difficulty. A longitudinal tear was observed in the proximal part of the balloon. No patient injury or complication was reported. The native annular diameter measured 24.0mm by CT. Mild valvular calcification and no aortic root calcification was reported. It was suspected that the guiding catheter may have ¿touch¿ the balloon, causing the balloon rupture. The delivery system was discarded at the hospital following the procedure and is not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of delivery system, and/or accessories is a potential risk of the tavr procedure. The delivery system was discarded following the procedure and was not available for evaluation. Without the devices, visual evaluation, functional testing and dimensional analysis could not be performed. No imagery or photographs of the device were provided. Lot history review revealed no other complaints related to ¿balloon ¿ burst¿. Complaint history review from october 2017 through september 2018 for the commander delivery system (all models and sizes) revealed other similar complaints for the complaint code ¿balloon ¿ burst¿. Review of the confirmed complaints indicated no potential manufacturing non-conformances would have contributed to the reported events. Available information suggested procedural factors (over-inflation of the balloon), or patient factors (annular, stj or leaflet calcification) likely contributed to the events. A review of the complaint history revealed that the complaint rate did not exceed the september 2018 control limit for the applicable complaint trend category ¿balloon - burst¿. Review of the relevant work orders revealed no manufacturing non-conformances that would have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the inflation balloon undergoes multiple 100% inspections and testing. The delivery system components (flex tip assembly, spring coil, balloon pleat, fold and forming) undergo 100% visual inspections. During final inspection, the entire device undergoes multiple 100% inspections and functional testing. In addition, product verification (pv) testing is performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for ¿balloon ¿ burst¿ was not able to be confirmed due to the unavailability of the device. Due to the unavailability of the device, visual, functional and dimensional analysis could not be performed. The presence of a manufacturing non-conformance was not able to be confirmed. However, a review of the DHR, lot history, complaint history and manufacturing mitigations revealed it is unlikely that a manufacturing issue contributed to the complaint. Review of the complaint description revealed that the balloon burst was likely caused by the guiding catheter present by the annulus during valve deployment. It is unclear how far back the catheter was pulled from the annulus but contact with the balloon during inflation could have compromised the integrity of the balloon wall resulting in damage. Although the exact cause of the balloon rupture during valve deployment cannot be confirmed, procedural factors (interaction with the guiding catheter), in addition to patient factors (valvular calcification) may have contributed to the event. The valve was stable and deployed where intended. No injury to the patient was reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.